Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on especially electrical board around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. Device was received with a horizontal crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on especially electrical board around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error. Device was received with a horizontal crack in the battery tube that starts at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received pump error alarm. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer stated that the insulin pump had crack at the top of the battery compartment and retainer ring was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.